Manufacturer narrative:
(B)(4). Date sent: 10/16/2020. Additional information received: the complaint device is not available for return.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure the device mis-fired. Half of the staples did not deploy. The surgeon reinforced the staple line unknown how. The procedure was completed with no patient consequences.